Event description:
It was reported the patient was shocked "now and then." The date of onset was unknown. No interventions of outcome was reported. Follow up was done to obtain this information. If additional information is received a follow up report will be filed.

Manufacturer narrative:
Concomitant products: product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).